Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of cardiac resynchronization therapy pacemaker (crt-p) implant, remote transmission data was reviewed by a qualified healthcare professional, and pacing spikes were noted "all over telemetry". The crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was in flutter with atrial pacing due to atrial blanking. The crt-p was reprogrammed and remains in use.

Manufacturer narrative:
Correction: desc evt problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of cardiac resynchronization therapy pacemaker (crt-p) implant, remote transmission data was reviewed by a qualified healthcare professional, and pacing spikes were noted "all over telemetry". The crt-p remains in use. No patient complications have been reported as a result of this event.